Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, during the loading phase, the paddles were positioned into the paddle pockets and the catheter tip guide was retracted. The paddles were confirmed to be seated in the paddle pockets and the capsule guide tube was advanced over the paddles and outflow crowns. Upon slowly advancing the capsule, tension was noted in the capsule/catheter. The capsule was reversed in order to determine the source of tension as well and the valve was loading properly. Upon inspection of the valve, the outflow crowns and second node down from the outflow crowns were misshaped and one of the nodes was broken from its position. Subsequently, a new valve was loaded into the delivery catheter system (dcs). No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: one still image was provided in association with the reported event. A fluoroscopic valve load inspection was not provided; therefore, confirmation of the reported misload could not be definitively performed. Review of the available image shows an un deployed valve released in the jar with visible deformation of the outflow portion of the valve frame, specifically the outflow struts, and evidence of frame damage near node 7 of the brio prosthesis. These observations are consistent with a misload. The observed deformation suggests involvement of one or more outflow struts which could have contributed to the subsequent damage of the frame. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that a new valve was loaded to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.